Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), a non-penumbra balloon guide catheter, and a guidewire. During the procedure, the physician inserted the guide catheter into the patient. Next, the physician advanced the red62 over the velocity and guidewire to the face of the clot, then removed the guidewire. While removing the velocity, the physician fractured the velocity near the proximal end. After removal of the proximal fractured segment of the velocity, the physician removed the rotating hemostasis valve (rhv) and pulled the remaining part of the velocity out of the red62. After that, the physician completed one pass using the red62 and decided to end the procedure since successful recanalization of the vessel was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the catheter shaft. If the velocity is retracted at an angle during removal from the patient body, damage such as a kink and subsequent fracture on the catheter shaft may occur. Further evaluation of the device revealed that the strain relief was stretched, kinks on the catheter shaft and an ovalization near the distal shaft. This damage was likely incidental to the complaint and the root cause of this could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder